Manufacturer narrative:
H2/h6: the correct fdm/fdr/fdc codes were updated and applied. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There were no issues that resulted in the damage that was found. Two attempts were made to detach the coil using the manual method. No instant detacher was used therefore, no lot number can be provided. Prior to coil non-detachment, no issues encountered. The cause of the non-detachment was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil would not detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the anterior communicating artery  with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the aneurysm of the anterior communicating artery was treated with coil embolization. After the microcatheter was positioned intraoperatively, the qc-3-6-3d coil was selected for delivery and filling. Once the coil was fully filled within the aneurysm, the detachment zone of the pusher rod was broken and pulled out, but fluoroscopic observation showed that the coil had not detached. The coil was then removed and replaced with another coil to continue the procedure. The qc-3-6-3d coil was returned for evaluation. Non-detachment occurred. The physician attempted to detach the coil with manual detachment, they did not try to use another instant detacher. A manual attempt  at detachment via hypo tube was used and was attempted 2 times. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a sl10 microcatheter.